Event description:
Healthcare professional reported that the patient was injected in the lips with 0.7 ml of juvéderm® vollure¿ xc. Four weeks later, the patient was injected in the lips with 0.3 ml of juvéderm® vollure¿ xc. Within the next 3 months, the patient experienced possible granulomas (biopsy was not provided), one large nodule on the right lower lip, one small nodule in corner of the left lower lip, and a small nodule above the left lower lip. The patient was treated with hylenex and again a week later. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for1st injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.